Event description:
It was reported that the device's flow rate is out of tolerance. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a lightly damaged dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was too high and the root cause. The expulsor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.